Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensors showed that it was functioning properly and passed all functional testing. However, found the cannula bent unable to confirm if the customer received the sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
While reporting issues with the transmitter not blinking, customer stated that he moved the sensor needle when opening the package. Blood glucose level was 133 mg/dl at the time of the call. No further information was provided.